Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient treated with injection of vancomycin (1 gram once every fifth day, duration and route not reported) and intraperitoneal injection of fortum (1 gram in last bag for 14 days) for the peritonitis. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.